Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation or indication of a device malfunction that could have caused or contributed to the reported event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a peritoneal dialysis patient experienced recurrent peritonitis coincident with peritoneal dialysis therapy. The cause for the peritonitis event was unknown. It was not reported if the patient was hospitalized for the event and treatment information was unknown. The patient discontinued peritoneal dialysis therapy as a result of the peritonitis event and was transferred to in-center hemodialysis. It was unknown if or when the patient recovered from the peritonitis event. Additional information was requested but was unavailable.